Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was experiencing vibrating on both sides of their butt and it was shocking them. On a second call, the patient reported that about a week ago they had a fall and since then they had been getting a vibrating and shocking sensation on both sides of their butt and in their vagina, as well as an increase in urination. The patient stated that the hard throbbing never really bothered their butt, only their vagina, but now it hurt all over their butt especially on the side of their ins. The patient stated that the noticed these issues when they would touch their cell phone or microwave. The patient had tried to increase and decrease stimulation, but that hadn¿t worked so the caller successfully turned the stimulation off. The patient was going to contact their healthcare provider regarding the issues. No further complications were reported.